Manufacturer narrative:
H3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes customer had found foreign matter in the tube. The following information was provided by the initial reporter. The customer stated: according to the customer's report, fm was found to be adhered to the inside the tube before usage.

Manufacturer narrative:
H.6. Investigation summary: bd received 1 sample and 5 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. The single customer sample was subjected to ftir testing. The fm at the bottom of the tube most closely matches dried coating solution. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. The following fields were updated due to additional information: d9: device available for evaluation:  yes, d9: returned to manufacturer on: 2023-06-27.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes customer had found foreign matter in the tube. The following information was provided by the initial reporter. The customer stated: according to the customer's report, fm was found to be adhered to the inside the tube before usage.